Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2022. The blood glucose level was 558 mg/dl at the time of incident. Customer experienced symptoms such as sick and headache. The customer was treated with intravenous insulin. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode. Customer also stated that the insulin pump had clear retainer ring and was unsure that the retainer ring was damaged. Reservoir can lock in place. The insulin pump will be returned for analysis.